Manufacturer narrative:
The device was not returned for product analysis. Therefore, the reported allegation could not be confirmed. Review of the instructions for use (IFU) confirmed that the reported symptom of urinary urgency is well-known and documented in the product labeling. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Correction to d10: concomitant product.

Event description:
It was reported that the water vapor therapy procedure was performed without device issues or patient complications. Four steam injections were performed on the right lobe and four on the left lobe, with minor bleeding in each case. No injections were performed in the middle lobe. However, almost a year after treatment the patient experienced mild urinary urgency, hence, medication was administered. The medication used was an androgenic receptor blocker. It was stated that the event is not related to the device but possibly to the procedure.

Event description:
It was reported that the water vapor therapy procedure was performed without device issues or patient complications. Four steam injections were performed on the right lobe and four on the left lobe, with minor bleeding in each case. No injections were performed in the middle lobe. However, almost a year after treatment the patient experienced mild urinary urgency, hence, medication was administered. The medication used was an androgenic receptor blocker. It was stated that the event is not related to the device but possibly to the procedure.